Event description:
It was noted that the device tip broke off and was surgically retrieved. A 8w apdl catheter drainage was selected for use. During the procedure, it was noted that the device tip broke off and had to be surgically retrieved. No further patient complications were reported.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported.

Event description:
It was noted that the device tip broke off and was surgically retrieved. A 8w apdl catheter drainage was selected for use. During the procedure, it was noted that the device tip broke off and had to be surgically retrieved. No further patient complications were reported.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported.